Event description:
The company was informed that the patient was experiencing loss of lock with their implanted device and external equipment. The external equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Revision surgery is under consideration.